Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing it was observed that the small battery drive device had no power. Therefore, tests could not be completed. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not functional and did not engage when power was applied. It was further observed that the electronic motor was not functional and the coupling head assembly was worn. The assignable root cause was determined to be due to normal wear on mechanical and electronic components from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.